Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Case description: larry had a lvp8100 sn (B)(4) failed rate test during pm. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I reviewed the rate calibration process with larry and found out the rate calibration set (8100-rcs) was over used (about 80 times). I advised larry 8100-rcs is only good for 60 uses. Larry will replace new 8100-rcs and test it again. If the set did not resolve the issue, larry will replace bezel assy.